Manufacturer narrative:
(B) (4): the lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. The suspect devices in use are lot # 0032574w and # 0049267w. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. This part is not approved for use in the united states; however, a like device catalog # 812-853t, 510k # k965193 was cleared in the united states. Manufacture date for lot w08e0313 is 05/16/2008; manufacture date for lot w08e1547 is 06/04/2008; manufacture date for lot 0032574w is 06/05/2009; manufacture date for lot 0049267w is 08/12/2009. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.

Event description:
It was reported that the pt underwent a plif at t12-s1 using posterior fixation. It was reported that one of the s1 set screws could not be implanted because it might have been damaged by a stabilizer. No set screw was implanted at s1. The procedure was completed without further complications.